Event description:
Nurse reported enteral feeding completed 2 hours early resulting in pt complaints of abdominal distention and abdominal pain. Pump being used according to manufacturer's guidelines.